Event description:
Caller stated that she was implanted with a subcutaneous port for chemotherapy in (B)(6) 2025 and the catheter got infected. She stated that she got very sick and was hospitalized, the device was explanted.